Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the handpiece device was not working. During service and evaluation, it was observed that the handpiece device motor seized, jammed, and was heavy moving. It was noted that the motor was found to be faulty. It was also noted that the device failed pre-repair diagnostic tests for assessment of the soft mode/safety switch, on/off/on, off/fwd/rev mode, all modes, and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Further investigation of the device determined that device failed pre-repair diagnostic tests for functional test, function of the trigger and ecu (electric control unit), function test "forward" and "reverse", the power at the motor with test bench, and mode switch-test. If additional information should become available, a supplemental medwatch report will be submitted accordingly.